Event description:
It was reported that during a meniscus repair, one (1) ultra fast fix failed, when the thread was pulled, one of the t implants came out. No material was left inside the joint, since the other t implant came out when pulling the suture as well. The procedure was completed without surgical delay using a back-up device. No further complications were reported. The patient status is good.

Manufacturer narrative:
H10: h2: additional information on b5 and h6. D4, lot no.: the following are the lot numbers reported: 2066133, 2082806 and 2083824. However, it is unknown which of the three has the reported malfunction. D4, exp. Date: expiration dates for the three lots reported: 12-jan-2026 (lot 2066133 ), 24-nov-2026 (lot 2082806 ) and 07-dec-2026 (lot 2083824). H4, mgf. Date: manufacturing dates for the three lots reported: 12-jan-2021 (lot 2066133 ), 24-nov-2021 (lot 2082806 ) and 07-dec-2021 (lot 2083824).

Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection revealed the device was returned in original packaging with batch number 2083824 on the label. The t1, t2, and suture were not returned. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed as the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair, one (1) ultra fast fix failed. The surgical technique was performed and both t implants remained in the capsule, but when the specialist pulled the thread to close the loop, the t2 implant was released. The procedure was completed without surgical delay using a back-up device. No further complications were reported. The patient status is good.